Manufacturer narrative:
The reported event of low impedance was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the inner and outer helix length were within specifications. Further analysis performed pli measurements which showed normal device characteristics without any anomalies contributing to reported event of low impedance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2024-73071. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient experienced arrhythmia and dyspnea. A cardioversion was performed successfully. The patient then experienced an arrhythmia again and another cardioversion was performed but was unsuccessful. The patient blood pressure then began dropping. An echocardiogram (echo) was performed and confirmed pericardial effusion. The lp was removed and the procedure was aborted. Another echo was performed that confirmed the bleeding had stopped on it's own and no additional intervention was needed to address the effusion. The patient left the procedure in atrial fibrillation but stable.